Event description:
It was reported that the force bipolar (fb) cable was damaged. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was broken. The reported issue occurred during central processing. There was no patient impact when the instrument was used in the last procedure. The procedure was completed with the same instrument. There was no fragment that fell inside the patient¿s anatomy.